Event description:
I had essure permanent birth control done in (B)(6) 2011. It's caused me uncontrollable bleeding chronic back and pelvic pain, severe abdominal pain, tingling in both legs make it difficult to walk and do daily activities. Extreme bloating and headaches and painful intercourse.